Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received

Event description:
This complaint was created due to the receipt of ansm reference (B)(4) on 14jan2026. The current complaint database has been researched for this event and there were no findings. The report was found to be written against device, m30 se010, rts flexible 1st mpj implant with grommets, size 1, which was used during an unknown procedure on (B)(6) 2026, where the device was implanted into the patient. Then on (B)(6) 2026 that device was explanted because it needed replacement as the device had broken. The report stated that the patient underwent prolonged hospitalization. Further assessment has been requested; however, a response has not been received to date. This report is being raised due to the reported injury of secondary surgery to remove implanted device.

Event description:
This complaint was created due to the receipt of ansm reference (B)(4) on 14jan26. The current complaint database has been researched for this event and there were no findings. The report was found to be written against device, m30 se010, rts flexible 1st mpj implant with grommets, size 1, which was used during an unknown procedure on (B)(6) 2025, where the device was implanted into the patient. Then on (B)(6) 2026 that device was explanted because it needed replacement as the device had broken. The report stated that the patient underwent prolonged hospitalization. Further assessment has been requested; however, a response has not been received to date. This report is being raised due to the reported injury of secondary surgery to remove implanted device.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that patients should be made aware of the increased potential for device failure when excessive demands are made upon it. Strenuous loading, excessive mobility, and articular instability all may lead to accelerated wear and eventual failure by loosening, fracture, or dislocation of the device. We will continue to monitor per regulatory requirements to help ensure patient safety.